Manufacturer narrative:
The manufacturer received information in relation to a dreamstation auto. The device was returned to a third party service center. During visual inspection of the device, it was determined the metallic surface was corroded. Device was scrapped at customer's request. Analysis of past events has not indicated an adverse event has occurred due to corrosion. Review of the risk file indicates the potential for a serious adverse event occurring as a result of this incident is unlikely. Additionally, the risk file indicates that corrosion will not substantially affect the performance of the device. This complaint is considered not reportable.

Event description:
The manufacturer received information from a third-party service center during the device evaluation that the power connector of the unit was corroded. There was no patient harm or injury. During the evaluation of the device, the third-party service center visually inspected the device and found that the device cannot be powered on and the unit's power connector is corroded with corrosion on metallic surfaces found at evaluation and dust/dirt contamination was found inside the device there were no evidence of foam particles found inside the assembly. The service center concludes that the complaint was not confirmed. In addition, the device was scrapped. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.